Manufacturer narrative:
H10: per the customer¿s response, the reprocessing was implemented in line with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material inside the distal end portion of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. There were foreign objects in the nozzle. Due to clogging of nozzle, water removal ability did not meet the standard value. Due to wear of angle wire, bending angle in up direction and play of up/down knob did not meet the standard value. Adhesive on bending section cover had a chip and a white-clouded area. Universal cord had a scratch and a wrinkle. Electrical contact of endoscope connector was shaved. Light guide protector and protector of universal cord on suction connector side had a scratch. Adhesives around objective lens and light guide lens had white-clouded area. Plastic distal end cover and connecting tube had a scratch. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there were air/water flow issues with the colonvideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.